Event description:
During an in-clinic follow up, oversensing due to noise was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected, although it was not confirmed with diagnostic imaging. Provocative testing was performed and reproduced the noise. Abbott technical support was contacted and confirmed the oversensing. No intervention has been done to resolve the event. The patient was stable and will continue to be monitored.